Manufacturer narrative:
According to laboratory tests the hcu40 was positively tested for mycobacteria. Thus the failure could be confirmed. As mentioned in the instruction for use, the device has to be cleaned with a 5% chloramine-t concentration in the entire water volume of the hcu 40 for special, highly effective disinfection and biofilm removal. The chloramine-t solution must be allowed to act for 24 hours. This reported incident was identified as an issue relating to the decontamination procedures for the device. CAPA (B)(4) was opened to address the reported issue. A health hazard evaluation (hhe) was performed to determine the risk associated with the reported issue and the outcome was determined to be low. However, (B)(4) was initiated to address the cleaning and decontamination process within the IFU of the hcu40 device. This procedural update was completed on 29 november 2016.

Event description:
Internal reference:(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the hcu40 was positively tested for mycobacteria in water sample. No information that patient was injured or harmed. Internal reference: (B)(4).